Event description:
Hosp advised the pump was being used to infuse noradrenaline. The pump was turned on and channel a infusion started at a rate of 5 ml/hr. Sometime later it was decided to titrate the infusion down to 3 ml/hr. It was reported that the pump froze, the operating indicator for channel a was on continuously, the volume to be infused display showed 60 ml, the message display was blank, and there was not audible alarm.